Manufacturer narrative:
Device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that a tria ureteral stent was used in a procedure. During the procedure, it was noticed that the stent broke. There was no information on what have completed the procedure was there were no patient complications reported.